Manufacturer narrative:
Concomitant medical products: c2tr01 crt-p, implanted: (B)(6) 2013; 4968-25 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial right ventricular (rv) lead was exhibiting high thresholds and high undefined pacing impedance due to fracture. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.